Event description:
A device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the device was visually inspected and found no evidence of foam degradation. The device was scrapped. This incident is non-reportable since no death or serious injury was reported, and the observed event/issue would not cause a death or serious injury if it were to recur.